Event description:
It was reported that the right atrial (ra) lead showed a variation in lead impedance, and high impedance. The physician decided that a lead addition was not conducted because the mode was set at vvi. It was also reported that there may be premature battery impedance. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).